Manufacturer narrative:
The device was received fully deployed with the killswitch enabled. A leak test was performed. A fluid leak was found above on the top of the reservoir fill port. The damaged reservoir caused multiple internal components of the device to become corroded. This caused the device's failure to deliver insulin. Data could not be downloaded from the device. The pcb was removed from the device, cleaned, and powered by an external power supply. After multiple attempts, the pcb could not connect to the master pdm. The device suffered complete data loss. Fluid leaked into the device, and corrosion was observed on the pcb, reservoir, and the top battery, causing data loss.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours on the arm.